Event description:
The customer's father reported via phone call that the patient had a no delivery alarm on the insulin pump. Customer's blood glucose level unknown mg/dl. The customer stated that they are unable to troubleshoot at the time of call. The customer stated that they are going to do a set change and call back if the issue persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.